Manufacturer narrative:
Visual inspection under 30x magnification indicates "j" stiffener wire has fractured at weld site, approx. 11m, approx. 26mm and approx. 37mm proximal of the weld site. The proximal section of "j" stiffener wire measures approx. 51mm and has migrated down lead body approx. 71mm proximal of the weld site. It appears that the entire "j" stiffener wire was received with all recorded measurements add up to approx. 88mm.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: not provided. No complications.